Event description:
It was reported that the device needs preventative maintenance (pm). Release alarm pressure was not working correctly, (alarming at a really low rate). Starts to alarm at 3 or 4 cm h20. Patient involvement unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
One device was returned for evaluation. Functional testing was performed, and the customer's reported problem was not confirmed. Visual inspection was not performed. The root is unknow since no problem detected. No actions will be performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.